Manufacturer narrative:
Date rec¿d by MFR: 18oct2019. Date of report: 21oct2019. Repair information was confirmed. The field service engineer (fse) confirmed the reported problem. The fse attempted to calibrate the touch screen, but the unit was not responding to touch. The fse replace the touch screen to resolve the reported issue. After this repair the fse performed the performance verification test and the unit passed. The device was deemed ready for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16aug2019.

Event description:
The customer reported that the touch screen would not calibrate. There was no patient involvement.